Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2014 with the following findings: there were multiple call service alarms observed in the black box history. The time and date were accurately set at the start of investigation. The pump successfully completed a rewind, load, and prime sequence with no alarms. The pump was exercised for 24 hours with no alarms duplicated. There was no evidence of moisture corrosion found inside the pump when it was opened. The internal components were intact with no trace of cracks.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.